Event description:
It was reported by the physician that the external pulse generator (epg) powered down. Despite replacing the battery with new ones, the same issue still occurred, so the epg was changed. The biomedical engineer tested the epg, and there were no issues found. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported by the physician that the external pulse generator (epg) powered down. Despite replacing the battery with new ones, the same issue still occurred, so the epg was changed. The biomedical engineer tested the epg, and there were no issues found. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analyzed and was unable to confirm the customer comment that the unit had powered down. The unit passed all final quality assurance tests. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).